Manufacturer narrative:
The reported event is confirmed as use related based on the reported event and IFU. A potential root cause for this failure could be due to "user error or not following disposal of single use device instructions". A device history record review was not completed as the reported event was confirmed as use-related. The instructions for use were found adequate and state the following: "inspect the catheter before use. Do not use the product if the device or packaging is damaged." The device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection (uti) from re-use of the catheters due to shipment delay of product. The patient was on immune suppressant drug which required the patient to be hospitalized for the uti. It is unknown what medical intervention was provided to the patient for the uti.